Event description:
It is reported that in 1997 pt underwent right total hip replacement. Several years later, in 2001 x-rays revealed the stem had loosened and debonded. Six weeks later, the hip was revised where the stem was found to be grossly loose. A new osteonics restoration press-fit stem, trilogy liner, and femoral head (unidentified MFR) were placed.